Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results for multiple patient samples processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. One erroneous tropi es result was reported outside the laboratory, however; the customer decided not to issue a corrected report. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred on multiple patient samples on the vitros eci analyzer the investigation also determined that the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. The customer was not performing routine incubator preventative maintenance or replacing filters as indicated by a preventative maintenance schedule. An ocd field engineer performed overdue preventative maintenance to the incubator subsystem, replaced filters, and performed adjustments to multiple analyzer subsystems. The vitros eci system and the tropi es reagent were performing as intended after the service actions were performed. The investigation into this event concludes that the root cause of the event is unknown and the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential root causes.